Manufacturer narrative:
Due diligence is executed for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Device manufacture date is not known. Upon inspection, it was observed that the insertion tube of the device had discoloration, chemical damage and some cuts and scratches. The ultrasound image had one broken strand which is within acceptable standards. Other incidental observations were minor dent on the light guide tube, loose back cover of the scope connector and some scratches at the distal end.

Event description:
As reported for this event, during reprocessing the device ultrasound image appeared to be misaligned. There was no patient involvement.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications at the time of shipping, and that there were no abnormalities in manufacturing, special adoption, and variations. Root cause for the scratches and discoloration of the insertion tube cannot be conclusively determined. It is likely that it occurred due to external force or handling by chemicals. The instructions for use includes the following statements: important information / please read before use do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not attempt to bend the endoscope's insertion section with excessive force. Otherwise, the insertion section may be damaged.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort, based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions, that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be (B)(6) 2020.